Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hematoma and perforation are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effects are known adverse events. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a peripheral intervention procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide was inserted and it was noted that a hematoma was growing. The proglide was deployed successfully. It was confirmed that a perforation had occurred with the first proglide that had the cuff miss which caused the hematoma to form. An 8f sheath was inserted for tamponade until the heparin effects wore off. Then, the sheath was removed and manual compression was applied and then the suture of the proglide was tightened down to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.